Event description:
The account alleged that the bed functions work intermittently. No injury reported.

Manufacturer narrative:
The account found fluid inside the side rail which shorted the user control module board. The account replaced the user control module board and side rail cable to resolve the issue.